Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. The customer's blood glucose level was 200 mg/dl. The customer was advised that the recurring no delivery alarms may be due to site, set or reservoir issues. The customer states that they tried all remedies. The customer was advised that the insulin pump will need to be replaced. The customer was advice to revert to back up plan per healthcare provider instructions.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.